Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units malfunctioning for gas loss error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d5, e2, e3, g2 additional contact information: (B)(6). A getinge field service engineer (fse) could not duplicate problem. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
N/a